Event description:
It was reported following a new pump and catheter placement, the pt experienced a headache, csf leak, and possible infection. Notes indicated the cause of the csf leak was undetermined which led to a questionable diagnosis of infection so the itb pump system was removed two months later. The drug used in the pump was prialt (concentration unk) at a dose of 2.75 mcg/day. The pt recovered without sequela. See MFR report # 6000030-2008-00834.